Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on end users behalf that the adhesive failed and the device fell off during use. Blood glucose level was not impacted. No adverse health outcome reported for this event.